Event description:
Account reported that the catheter broke off in the pt's plueral cavity. The pt was not hospitalized and did not sustain a pneumothorax. According to the account the sheared catheter is currently in the pt and the physician will let the pt determine whether or not to remove the catheter.